Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting 'out of range' indicators. No tones were generated with magnet application.